Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no major defects observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed a red wrench alarm. The unit was opened to inspect the internal components. The resistance across the thermal fuse and electromechanical switch were measured to be 0.2 ohms, which are within the normal range of 0.2-0.4 ohms. Further inspection was done on the remaining internal components. The inspection revealed that there was black contamination or debris on the power control board and wire harness. No other defects or anomalies were observed. It was determined that the black contamination likely caused a short in the power control board, making the board defective. Buildup of contamination or debris can occur if the unit is mounted low to the floor or stored in an area that promotes debris build up. The complaint is confirmed. The investigation revealed a defective power control board which would not allow the unit to heat up prior to use. It was found that there was black contamination or debris on the power control board and wire harness. It was determined that the contamination caused a short in the power control board, making it defective. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. Buildup of contamination or debris can occur if the unit is mounted low to the floor or stored in an area that promotes debris build up. Therefore, it appears that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "heater not heating". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted and 8 devices were taken from current production (425-00 concha neptune lot # 73e210002n) at the manufacturing facility and were functionally tested. No issues were encountered during the functional testing. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "heater not heating". No patient involvement reported.